Event description:
It was reported that this right ventricular lead showed high out-of-range pacing impedance of over 2000 ohms. The impedance dropped back down to 640 ohms the next day. Boston scientific technical services reviewed this case and stated the issue was most likely caused due to spring contact issues. No stored episodes with noise. This occurrence is the only impedance issue in the last year. No evidence of lead issues presented on the reviewed information from latitude. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).